Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements that were less than 200 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. The device was reprogrammed in clinic to unipolar pacing and bipolar sensing. X-ray confirmed lead insulation break with subclavian crush. Isometric testing reproduced noise. Capture threshold in clinic was measured at 1.8v at 0.4 ms. Technical services (ts) suggested possible lead revision. It was noted that revision to leadless pacemaker will most likely be performed later. No adverse patient effects were reported. At this time, this lead remains in service.